Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient¿s blood glucose level was "high" (>27.8 mmol/l,>500 mg/dl). The pod was worn between 1 and 4 hours on the back. It was noted that the pink slide did not move forward, but the cannula was visible; indicating a needle mechanism failure. As treatment for the hyperglycemia, a new pod was applied.